Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pre-test, when they checked the balloon before use, the foley catheter balloon did not inflate.

Manufacturer narrative:
The reported event was not confirmed. Five photos were received for evaluation. The first one shows a top view of a 3-way catheter and syringe. The next two photos zoom into the catheter's funnel and the deflated balloon. The last two photos show the catheter's cap with the lot ngjn1792 printed on it, and the tray's packaging myjs6278. Received 1 all-silicone temp sensing foley catheter with sample port connector and syringe. Visually inspected the catheter and no physical defects were present. Inflated the balloon with 10 ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) with the returned syringe and it inflated properly. The catheter rested with no leaks. Connected the returned syringe and the balloon deflated passively in under 5 minutes: 1 minutes and 42 seconds with no issues or cuffing. The reported event was not confirmed. No root cause could be found because the reported event was unconfirmed. No root cause could be found because the reported event was unconfirmed. The reported event was unconfirmed; therefore, a label and device history review was not required. Correction: d, e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pre-test, when they checked the balloon before use, the foley catheter balloon did not inflate.